Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the imagen frozen occurred due to failure of the printed circuit board and the no imagen found due to a faulty picture in picture cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had an abnormal color on the right edge of the image. During the device evaluation, the following reportable malfunction was found: the image was freezing due to printed circuit board failure. The patient was not under anesthesia, there was no delay, and no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. In addition to the reportable finding, the other non-reportable findings are as follows: the image was noisy due to failure of video cable connectors and there was no image due to picture in picture cable does not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.